Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was noted to be inaccurate by one hour. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, contact stated they would correct the pump time.